Manufacturer narrative:
Upon completion of investigation, additional information will be provided in a supplemental report.

Event description:
Gamma3 primary surgery was performed on (B)(6) 2014. This time cutout of the lag screw was found. It is unknown when the cutout was occurred. The patient has felt pain but is able to walk. Revision surgery to tha was performed on (B)(6) 2019.

Manufacturer narrative:
The reported event could be confirmed, based on evaluation of x-rays and returned device. Visual inspection revealed that the received lag screw shows traces of use. Marks of bearing points were observed on lag screw surface. Locking screw thread were deformed near proximal end point due to repositioning of lag screw. Based on evaluation of the device and the provided medical data, the root cause was attributed to a patient related issue. The failure was mostly caused by the poor bone stock and the loads resulting from the obese patient. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. The IFU states: ¿conditions attributable to non-union, osteoporosis, osteomalicia, diabetes, inhibited revascularization and poor bone formation can cause loosening, bending, cracking, fracture of the device or premature loss of rigid fixation with the bone.¿ if any further information is provided, the complaint report will be updated.

Event description:
Gamma3 primary surgery was performed on (B)(6) 2014. This time cutout of the lag screw was found. It is unknown when the cutout was occurred. The patient has felt pain but is able to walk. Revision surgery to tha was performed on (B)(6) 2019.